Event description:
It was reported that, before an unknow laparoscopically surgery, before opening the package, it was found that there was a scratch on the package. It was refrained from using it as a precaution. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2025 investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b5st devices was returned inside it's original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a cut in the tyvek, the cut was noted to be from the outside in. The sterility was compromised. Additionally, a photo was provided with the same condition of the received sample. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot 953c98 number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Tyvek and blister. Could you please see the attached photos? Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Primary packaging. 3. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Containing cut or slit.4. Was sterility compromised as a result of the packaging damage? No. 5. Please provide a picture (if available). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.